Event description:
It was reported that the lead insulation was damaged during implant manipulation. The lead was never implanted and was subsequently replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and the outer insulation of the lead was distorted due to kinking/buckling. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant. Lead returned with outer insulation damaged/kinked and proximal conductor distorted. (B)(4).